Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral head; unknown stem; unknown cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was scrapped. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent liner revision due to dislocation. The patient had fallen approximately six months prior to revision. During the revision, the liner was found to be fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2019-00149.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2019-00149.